Manufacturer narrative:
(B)(4). Corrected list of questions sent on the initial. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What grade of hemorrhoids? Were the hemorrhoids circumferential or more focused on one side of the patient? Was the device difficult to close? Was the device difficult to fire? Did the surgeon confirm a complete firing of the device by evaluating that the washer was cut? Please clarify what is meant by ¿not appropriate stapling¿? Could you please describe the shape of the staples? What is the current patient status?

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemorrhoidectomy procedure, during the use of the stapler, the surgeon reported that tissue was partially lacerated, without full cut or appropriate stapling. The surgeon needed to make manual suturing the lacerated tissue and after reconstitution, he could use a new device which worked properly. The impression that the surgeon had when he watched the failed product was that inside of the device was not staple load. The patient remained hospitalized for observation and was discharged on (B)(6) 2016, without major complications. The doctor performed manual suturing of the region to correct the lacerated tissue, prior to usi another like device. There were no adverse consequences for the patient. One device was discarded.